Event description:
A patient was treated with radio frequency ablation for an osteoid osteoma of the left femur. Upon completion, a burn under the grounding pad was noted. The patient also required surgery to remove a left thigh necrotic seroma status post radio frequency ablation (rfa). Two grounding pads had been used, one on each thigh. A draining sinus was also noted along the initial application port of the probe. This was resected during the subsequent surgery.